Event description:
Procedure: gastrectomy. According to the reporter: sleeve gastrectomy. On third firing of stapler the jaws locked mid reload and would not continue. Staples were unformed and semi deployed. No blood loss but case extended by 30 minutes. Patient fine. Handle and reload returned for inspection. Additional information - how was this problem resolved? Jaw prized open manually and new handle/reload opened 2. Please confirm that product will be returned for investigation. Yes. Was any reinforcement material used in conjunction with the stapling device? Yes. If yes, a. What was the brand of the reinforcement material used? A gore seamguard b. What was the item code and lot/serial number of the reinforcement material? Not given. What is the last known patient status? Not given. What is the patient age, weight, gender? Not given. Was there any unanticipated tissue loss as a result of this problem? Yes 5mmx5mm.. Was there any tissue damage as a result of this problem? No. If yes, describe the damage and provide details on how the damage was treated/corrected. Was the damage irreversible? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).